Event description:
It was reported by the rep that the (1) lcsk5 was used during a laparoscopic nissen procedure. It was reported that the surgeon had to perform a re-operation due to "boiling" of tissue. The surgeon felt the tissue was more boiled than md was used to. The pt's curvature of the stomach was severely necrossed and there were burn marks along the same area. 03/17/2000 the surgeon was performing back side cutting with the clamp arm down. Md had just started using the 5mm blades.